Manufacturer narrative:
The reporter of the event has asked to return the product for analysis. Apollo has not received the product at this time. Therefore no analysis or testing has been done. Device labeling addresses the possible outcome of deflation as follows: precautions: each patient must be monitored closely during the entire term of treatment in order to detect the development of possible complications. Each patient should be instructed regarding symptoms of deflation, gastrointestinal obstruction, ulceration and other complications which might occur, and should be advised to contact his/her physician immediately upon the onset of such symptoms. Patients reporting loss of satiety, increased hunger and/or weight gain should be examined endoscopically, as this is indicative of a balloon deflation. A balloon with a leaking valve must be removed immediately. A deflated balloon can result in a bowel obstruction, which can result in death. Bowel obstructions have occurred as a result of unrecognized or untreated balloon deflation.

Event description:
Reported as: a patient with the orbera intragastric balloon system was reported to "complain of green urine, endoscopy confirmed the balloon was leaking." The device has been explanted.